Event description:
It was reported that, "while performing a tubal ligation, using the v-care uterine manipulator, the doctor perforated the uterine wall. An add'l 1 hour was needed to repair the damage and complete the procedure. The pt stayed overnight and left without further incident.